Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist confirmed that there were no failures on the device. Tss logged into the health sight viewer and confirmed no device was shown on critical override and no further investigation was required. The system functioned as intended after the technical support specialist investigated this incident.

Event description:
It was reported that when using the bd pyxis¿ es server was on critical override and failed to communicate. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.